Manufacturer narrative:
Weight, ethnicity, race: unk. PMA/510k: this product is not marketed in the us. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -10.5/1.0/108 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a shorter length lens due to low vault. This exchange resolved the problem. Cause of event was unknown.

Manufacturer narrative:
B5-the reporter indicated that a 12.6mm, vticmo12.6, -10.5/1.0/110 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a longer length lens due to low vault. This exchange resolved the problem. Cause of event was unknown. Claim # (B)(4).